Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred when the customer attempted to resume insulin. There was no impact to the customer's blood glucose (bg) due to the malfunction. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. In addition, earlier on the day of the call the customer reported experiencing low blood glucose level. The customer stopped insulin delivery for a brief period of time to treat the low bg level. The customer stated that the low bg level was believed to be the result of walking around more than normal. Reportedly the customer is postpartum and feels insulin dosing might need to be adjusted due to postpartum condition. The customer has already been in contact the health care provider regarding the issue.